Event description:
It was reported that while using the core sumex drill, the surgeon received a burn on his hand. The treatments for the burn were irrigation with antibiotics and ice packs.

Manufacturer narrative:
Device was returned to the manufacturer, quality investigation is ongoing. When the quality investigation is complete, a follow up report will be filed.